Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to monopolar coagulation not working. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was returned for failure analysis, and the reported problem was confirmed and replicated. The reported issue was confirmable using system logs which revealed a significant number of c-34 errors as well as multiple other errors. A visual inspection found notable damage to the front bezel. Physical damage will require rework. Fa inspection was able to replicate the reported event. The unit was tested on system and presented c-34 and c-00 errors on startup. Errors c-00, m-b0, and m-11 were present in erbe logs. The erbe will be sent to original equipment manufacturer (OEM) for further investigation. The root cause for the reported event could not be determined. However, the cause is likely due to an electrical component failure within the erbe.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the field service engineer (fse) and reported that only the monopolar forced coagulation did not work and it was found during surgery by the customer. The procedure was completed with no reported injury.